Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test alarm, and after the customer replaced the battery the pump received the same alarm. The self-test was not possible and the pump could not be restarted. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.